Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead helix was unable to extend. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead with an implant tool was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.